Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/21/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The transmitter was returned for evaluation. An exterior physical visual inspection was performed and passed. Voltage was measured and passed. Test on global transmitter final functional tester passed. The complaint was not confirmed because the transmitter passed testing. The root cause could not be determined via product evaluation.